Manufacturer narrative:
Patient information and initial implantation details unavailable at the time of this report april 08, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infection and inflammation at implant site, however the issue could not be resolved; subsequently, the patient was placed under local anaesthesia to remove fixture and was treated with antibiotics (type and duration unknown).